Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump alarmed battery-out limit after receiving a notification that his battery was gone. The customer¿s blood glucose level was unknown at the time of the incident. The battery out limit alarm occurred during normal use. Troubleshooting did not resolve the issue. The customer was advised to monitor the insulin pump while a replacement battery cap is being sent. The insulin pump will not be returned for analysis.